Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an inferior vena cava filter (ivc), the documentation provided has conflicting information as to whether it was an optease or trapease filter. The indication for the filter implant was recurrent pulmonary embolism (pe) with bilateral deep vein thrombosis (dvt) and a hypercoagulable state. The filter was successfully implanted below the renal veins via the right common femoral vein. The record indicated that the patient tolerated the procedure well without complications. According to information received the filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received in the patient profile form indicates that the patient is reported to have experienced recanalization of the vein and stenting through the filter and continues to experience anxiety and pain related to the device. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. A vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Without the procedural films or post implant images available for review the reported, tilt, migration and retrieval difficulty could not be confirmed and the timing and mechanism of the events verified, nor could an exact cause be determined. Additionally, without post implant films for review the report of clotting, occlusion, blood clots and the reason for a venous stent could not confirmed of a cause be determined. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in is the compliant awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall, caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Additionally, the timing and mechanism of the reported filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.